Manufacturer narrative:
The actual device was not returned for evaluation. Based on the complaint description provided, the arteriotomy locator could not be properly mated with the hemostatic sheath causing insertion difficulties. Possible causes for this insertion difficulties may be related to the presence of flash on the hub of the arteriotomy locator, the user not mating the devices correctly, dimensional issue with either the inner diameter of the hemostatic sheath being too small or the outer diameter of the arteriotomy locator being too large. Any one of these issues may have contributed to the reported incident. Without the product available for analysis no conclusion can be drawn. It is known however that per the manufacturing review no anomalies were observed with the device prior to being released for distribution. Therefore it is unlikely that a dimensional issue contributed to the event. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The problem cannot be confirmed because the device was not available for product analysis. The review of device history record was performed and noticed that there are no manufacturing issues related to this. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported unable to insert the locator. The following information was provided by the user facility: the locator was not inserted into the insertion sheath so the device was not used and replaced by a new one to continue the hemostasis procedure. The physician had not completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4.2 mm. The size of the sheath ancillary used was unknown. No impact to the patient.